Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "breast was deflated". Device remains implanted.

Event description:
Device has been explanted. Treatment: hydrocodone/acetaminophen and ondansetron.

Manufacturer narrative:
Clarification to h6: device was explanted and not replaced. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening on posterior side assessed to a fold flaw opening additional observations: crease fold observed in the device wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Health care professional additionally reported ¿creases¿ via an rga form.